Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital:"leakage is started during standard coronary bypass. They controlled lines with the water at the beginning of the operation, there was no leakage and the leak has started at 3.44." (B)(4).

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The sample was returned on 2018-05-08 to the maquet site in hechingen and was investigated in the complaints laboratory. A leak test was performed in the laboratory of manufacturer. During the test, a slight leak was detected on the gas side. The failure could be confirmed by laboratory. A DHR review was performed based on the available information. The DHR of the affected lot 70110487 and packaging lot 70111252 (serial number (B)(4)). The avz 7513 from (B)(4) (dms# (B)(4)) was reviewed. There were no references found, which are indicating a nonconformance of the product. Sap trend search was performed (material 70106.4526, similar failure) which came to following results: 6 additional complaints were recorded. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0%, which is below 1%. Due to this information no systemic issue could be determined. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified.